Event description:
During pt use, a 'switched to backup battery' alarm occurred. The ventilator kept ventilating. However, the pt was ambu bagged and then switched to another ventilator. No permanent injury was reported in this case. Per distributor, the ventilator was unable to recognize the power pac battery indicating red led light.

Manufacturer narrative:
Although requested, no pt info was provided.